Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00086 and 3003742446-2009-00087. This male pt experienced several adverse events post cypher stent implantation. The main indication for intervention was a possible mi (sometime in the past). The pt had an angiogram done, despite lack of symptoms, and the rca was found approx 80% occluded. The lesion was pre-dilated and a 3.5/33mm cypher stent was implanted. The report called in by the pt stated, "the next day, after removing the pt's blood thinners, the pt had a heart attack. The pt was taken to the catheterization lab and a 3.0/13mm cypher stent was implanted, overlapping the original stent. The artery was apparently injured either during pre-dilation or stent expansion. The patient had another heart attack after removing the IV the next day. Therefore, a 3.0/33mm cypher stent was implanted. The pt was kept in the critical care unit with an IV for another week. On the eighth day, the IV was disconnected, and the pt had another heart attack. Bypass surgery was considered, but it was decided against, due to the high levels of anti-coagulants/anti platelets in the blood and the three heart attacks (which had damaged most of the right heart muscle, and not much was left to save with a bypass). The pt was released after eleven days in the critical care unit with a completely blocked right coronary artery". No additional details were available; it is not known if stent thrombosis caused the reported heart attacks. No products could be returned for evaluation; they remained implanted. A review of the manufacturing documentation associated with the known lot, presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction and coronary dissection are both potential adverse events associated with coronary artery stenting. With such limited information, it is not possible to determine what factors may have contributed to the events.

Event description:
The pt was admitted for a procedure in 2007. The main indication for intervention was a possible myocardial infraction (sometime in the past). The pt had an angiogram done, despite lack of symptoms, and the right coronary artery was found to be approx 80% occluded. The lesion was predilated and a 3.5 x 33mm cypher stent was implanted. The next day, after removing the pt's blood thinners, the pt had a heart attack. The pt was taken to the catheterization lab and a 3.0 x 13mm cypher stent was implanted overlapping the original stent. The artery was apparently injured either during predilation or stent expansion. The pt had another heart attack after removing the IV the next day. Therefore, a 3.0 x 33mm cypher stent was implanted. The pt was kept in the critical care unit with an IV for another week. On the eighth day, the IV was disconnected, and the pt had another heart attack. Bypass surgery was considered, but it was decided against, due to the high levels of anticoagulants/anti platelets in the blood and the three heart attacks (which had damaged most of the right heart muscle, and not much was left to save with a bypass). The pt was released after eleven days in the critical care unit with a completely blocked fight coronary artery. On a separate note, the IV needle was changed one week after initial insertion. It was noted that the normal operating procedure calls for it to be changed within 3 days.